Event description:
It was reported that the stapler got stuck/jammed. The incident was resolved used another stapler. There was no treatment delay or patient injury. The product was immediately replaced.

Manufacturer narrative:
Qn#1900096277the device history review for the product visistat 35r 6/box lot #73b2200424 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.